Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. The physician confirmed the presence of moderate calcification and a small hematoma at the puncture site. The angio-seal was deployed and hemostasis was achieved. Twenty minutes later, a hematoma formed as the site bled instantly and quickly. The physician applied manual compression. The pt's heart rate dropped to 40 beats per min and proceeded into shock. The pt was given 800 cc of blood. Hemostasis was achieved following manual compression. Ecchymosis is present at the groin site, but the pt is recovering. The physician suspects the event was caused by calcification cracking at the puncture site. The physician was in the training process for sts plus.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.